Event description:
It was reported that during a procedure, the tip of the device detached. It was further reported that the fragment was retrieved.

Manufacturer narrative:
The reported tip breakage failure mode was confirmed on the returned device. The missing flower shaped electrode portion was returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Some visual wear marks were observed on the ceramic, lumen and insulation. Review of the device history record (DHR) of this lot disclosed no discrepancies that could contribute to this condition. The probable root causes for the reported condition can be associated, but are not limited to: non conforming components, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the tip of the device detached. It was further reported that the fragment was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.